Manufacturer narrative:
This report is a response to MDR report #: (B)(4) which was received by amt from the FDA on 02/21/2023. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The reported indicated that the device referenced in the report is not available for return. Since the device was not returned, a visual and functional evaluation could not be performed and device failure cannot be confirmed at this time. No device history review was completed as a lot number was no available. The complaint information has been logged into our complaint database for trending purposes. Complaint#: (B)(4) was assigned to this report.

Event description:
Per the original reporter in user report #: (B)(4), "gastrojejunostomy (gj) tube appeared to be partially dislodged. Pediatric surgery consulted to evaluate. On examination, the tube was freely mobile in the abdominal wall and advanced back into the abdomen without difficult. The balloon appeared to be down or ruptured given the laxity and free movement of the tube at the abdominal wall. Attempts to deflate the balloon were unsuccessful with no fluid pulled back even after infusing sterile water into the balloon and is concerning for balloon rupture. Patient went to the or for replacement of malfunctioning gj tube under general anesthesia."